Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath. It was believed that there was possibly air in the loader during connection to the sheath, but no air was noted in the sheath. The patient did not experience any st elevation during the procedure. No air embolus was visualized. No thrombus was seen during procedure. On (B)(6) 2023, prior to discharge, the patient reported to have vision changes. The patient was diagnosed with a possible ocular stroke. Computerized tomography (CT) scan was normal. Magnetic resonance imaging (MRI) scan was not performed. No medical intervention or treatment was required. It was unknown if patient was taking anticoagulants post procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
An event of possible stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath. It was believed that there was possibly air in the loader during connection to the sheath, but no air was noted in the sheath. The patient did not experience any st elevation during the procedure. No air embolus was visualized. No thrombus was seen during procedure. There were no adverse events or device deficiencies noted during procedure. On (B)(6) 2023, prior to discharge, the patient reported to have vision changes. The patient did not experience any other symptoms. The patient was suspected to have had a possible ocular stroke. Computerized tomography (CT) scan was normal. Magnetic resonance imaging (MRI) scan was not performed. No medical intervention or treatment was required. It was unknown if patient was taking anticoagulants post procedure. The patient status was reported as stable.